Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found stent damage at the distal end where struts were stretched and raised. The bumper tip was also slightly damaged at the distal edge. Multiple severe hypotube kinks were identified along the shaft. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-dec-2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 28mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x28mm promus element drug eluting stent was advanced but failed to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.